Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this device and the associated right atrial (ra) lead displayed noise that was reported to have been present for awhile. The device had been programmed vvi in relation to the ra noise. In addition, the right ventricular (rv) lead displayed steadily increasing impedances. Concern over a lead fracture was present. The patient was seen for a revision procedure where the device, ra lead and rv lead were explanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.